Event description:
"The doctor stated that he inserted smartplug in a pt and the pt returned with a diagnosis of canaliculitis. In 2005, the doctor left a message at medennium stating he put the pt on a z-pak with hot compressess for 1 day. The doctor refer the pt to an ocularplastic surgeon for irrigation. The irrigation was easy and the surgeon flushed with antibiotics after the procedures. The pt returned to see the doctor 24 hours later and the pt's condition was much better. The doctor considered the case had resolved."